Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in left distal superficial femoral artery. The 6.0 x 200, 135cm mustang balloon was selected for post-dilation between two other manufacturer's stents. While inflating the mustang balloon, the balloon ruptured upon the 1st inflation at a very low atm. It was mentioned that the device may have been advanced too far and the balloon caught the edge of one of the stents which is why it ruptured at such a low atm. The procedure was completed with another mustang balloon. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was located in left distal superficial femoral artery. The 6.0 x 200, 135cm mustang balloon was selected for post-dilation between two other manufacturer's stents. While inflating the mustang balloon, the balloon ruptured upon the 1st inflation at a very low atm. It was mentioned that the device may have been advanced too far and the balloon caught the edge of one of the stents which is why it ruptured at such a low atm. The procedure was completed with another mustang balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and examination of the returned device noted that the balloon material was torn longitudinally for a distance of 34mm at 17mm proximal to the distal tip. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other device. This is defined as a complaint where the investigation indicates another device/drug/subsequent procedure caused the complaint event. The complaint report states that the device may have been advanced too far and that the balloon caught on the edge of the stent causing it to rupture. (B)(4).